Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the non osseointegration of one dental implant cm alvim implant 4.3x11.5mm, but did not provide any other information about the case.